Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) lost stimulation. An sjm representative confirmed the patient's ipg was inoperable via the patient programmer. In turn, surgical intervention was undertaken to explant and replace the ipg which resolved the issue. Further follow-up identified the patient failed to recharge the ipg as recommended.